Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative ver ified the reported issue as active. The manufacturer representative checked voltages on several power supplies, and they were within specification. The manufacturer representative found ps1 voltage out of specification. The manufacturer representative cleaned the connector contacts, and measured voltage, and adjusted voltage to higher. The manufacturer representative rebooted unit several times without further issue. The imaging system then passed the system checkout and was found to be fully functional. B01, c02, d02 are applicable. H6: multiple fdd/annex a codes were reported. A0719 was coded for the unexpected shutdown. A1102 was coded for the error messages. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than one hour. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) unexpectedly shutting down during a case, the battery indicator is full and the system was plugged in overnight. The system populated, "system io file not found, could not find file d" and a "no ups battery fault" error after rebooting. The site proceeded with the case using another imaging system. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000162, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.